Event description:
First device was tested. It functioned and pt was intubated. Once pt was intubated, it was noticed that cuff had a leak. The same procedure was followed for the next four devices. They were all tested prior to use and functioned properly. But once they were placed into the pt, a leak was found in every single device. The 6th device worked properly.